Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) is out of electrical specification. Analysis also found both bail covers are broken and the keyboard is scratched. Further analysis was performed on the display module. This analysis could not confirm the failure seen during repair of the device, no defect found. (B)(4).